Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the indication was poorly controlled coumadin regimen with gi bleeding and deep vein thrombosis (dvt), bilateral swelling and tenderness in legs. The patient medical history includes high blood pressure, gastroesophageal reflux disease (gurd), chronic back pain, chronic venous stasis deep vein thrombosis (dvt) coumadin toxicity, breast lumpectomy, hysterectomy, type ii diabetes, recent IV site phlebitis and neuropathy. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, pulmonary embolism with filter and shortness of breath. Approximately ten years and four months post implantation, the patient was admitted for pulmonary embolism in the right lower lobe. Imaging noted the ivc filter with tip at the l2 level and a ureteral stent in place. Doppler study of the legs did not find evidence of dvt. Approximately ten years and five months post implantation, the patient presented to the emergency room (ER) with hematoma on the left abdomen while taking xarelto. A cyst/very small hematoma was noted on the abdomen associated with a previous lovenox injection site. Additionally, a CT of the abdomen noted the ivc filter was in place. Approximately ten years and six months post implantation, the patient had a cystoscopy for ureteral stent (placed in 2014) and stone removal in addition to an excision of a left lower quadrant abdominal lipoma. Per the patient profile form (ppf), the patient reports pulmonary embolism, abdominal wall hematoma and hematuria. The patient also reports extreme pain in the lower right abdomen after filter removal; however, removal attempt details were not provided. The patient further reports constant daily pain and inability to hold balance. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Hematuria, abdominal pain and balance difficulty do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, pulmonary embolism with filter and shortness of breath. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the indication for filter placement was poorly controlled coumadin regimen with gi bleeding and deep vein thrombosis (dvt), bilateral swelling and tenderness in legs. The patient medical history includes high blood pressure, gastroesophageal reflux disease (gurd), chronic back pain, chronic venous stasis deep vein thrombosis (dvt) coumadin toxicity, breast lumpectomy, hysterectomy, type ii diabetes, recent IV site phlebitis and neuropathy. Approximately ten years and four months post implantation, the patient was admitted for pulmonary embolism in the right lower lobe. Imaging noted the ivc filter with tip at the l2 level and a ureteral stent in place. Doppler study of the legs did not find evidence of dvt. Approximately ten years and five months post implantation, the patient presented to the emergency room (ER) with hematoma on the left abdomen while taking xarelto. A cyst/very small hematoma was noted on the abdomen associated with a previous lovenox injection site. Additionally, a CT of the abdomen noted the ivc filter was in place. Approximately ten years and six months post implantation, the patient had a cystoscopy for ureteral stent (placed in 2014) and stone removal in addition to an excision of a left lower quadrant abdominal lipoma. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately ten years and four months post implantation. The patient reports pulmonary embolism, abdominal wall hematoma and hematuria. The patient also reports extreme pain in the lower right abdomen after filter removal; however, removal attempt details were not provided. The patient further reports constant daily pain and inability to hold balance.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, pulmonary embolism with filter and shortness of breath. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post procedure pulmonary embolism is a known potential adverse event associated with the use of the ivc filters. These events maybe related to excessive clot burden from underlying patient specific factors. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, pulmonary embolism with filter and shortness of breath. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.